Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of baclofen and morphine for intractable spasticity. The pt underwent explantation of the pump in 2000. The pump was returned to the MFR for analysis. The hcp stated the pump had stopped working. The pt underwent implantation of another synchromed pump on the same day. Follow up calls to the hcp to determine patient status have not been returned.